Manufacturer narrative:
(B)(4).

Event description:
The patient recently experienced weakness and stiffness. It was doubted that the battery depleted. It was noted that the patient has not been programmed since implanting time. It was later reported that the ins was replaced. Additional information has been requested.

Event description:
Additional information received reported the patient called the manufacturer to doubt the depletion of the implantable neurostimulator (ins). It was noted the patient was overall ok. The reporter stated there was no ¿comfortable¿ indicated by the patient.